Event description:
Allegedly revised due to the component becoming loose. Low activity level. Poor health. Actifuse used in acetabulum revision. Orig. Surg. 2007.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00874, 00875. This event occurred in (B)(6).